Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using a 21578 joules and 3 minutes of fiber use, the fiber forward fired. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was in good condition. The hene (helium-neon) test found no breaks along the fiber length. The fiber passed functional tests for saline flow and connector function. Microscope inspection identified that the glass cap exhibited a distal circumferential fracture with moderate debris adhesion. The forward firing test for this device resulted in an output which is below the threshold for potential patient harm, the reported complaint could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the event of forward firing.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using a 21578 joules and 3 minutes of fiber use, the fiber forward fired. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using a 21578 joules and 3 minutes of fiber use, the fiber forward fired. The procedure was completed using another fiber. There were no patient complications reported.